Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving two separate products; associated MDR number 1225714-2014-00916.

Manufacturer narrative:
(B)(4). The additional info alleged that the pt experienced a sudden cardiac event with ventricular tachycardia/fibrillation/asystole. Additional info was also received regarding the date of event onset; however, there is a discrepancy as the date of event onset provided is different than the date of event onset originally reported. Additional info to clarify the date of event onset and event details has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00916.

Event description:
The plaintiff's attorney alleged that the pt experienced a cerebrovascular event in (B)(6) 2012, after the use of the product.